Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the leads and ipg were replaced. The explanted devices were not returned to bsn. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.